Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown date, a trifecta valve was implanted during an aortic valve replacement. Approximately 5 to 7 years later, the patient presented with severe aortic regurgitation. The valve is planned to be explanted. The patient status was unknown.

Manufacturer narrative:
An event of aortic regurgitation was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta gt valve was implanted during an aortic valve replacement. Post procedure, the follow up echocardiograms were reported to be normal. In 2022, the patient presented with severe aortic regurgitation and shortness of breath, which the patient had for about 6 months. On (B)(6) 2022, the patient received a transcatheter aortic valve implantation (tavi). The patient status was reported as stable post tavi.